Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing bleeding and bruising at the sensor application site of the abbott diabetes care (adc) device. The customer applied cooling to the affected area and subsequently presented to a hospital. Upon evaluation, a healthcare professional (hcp) performed an ultrasound examination and advised the use of a topical heparin ointment for treatment. There was no report of death or permanent impairment associated with this event.